Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was the material was larger than the inner diameter of the air/water nozzle got into the air/water channel and caused clogging. We were unable to determine the cause of the entry of the foreign material, or what the material was. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, foreign objects nozzle, due to a crack on up/down knob, water tightness lost, due to wear of angle wire, bending angle in up direction did not meet the standard value, due to wear of angle wire, the play of up/down knob out of the standard value, angle rubber scratched, adhesive on angle rubber had white-clouded area, adhesive on angle rubber cracked, due to clogging of nozzle, water removal ability did not meet the standard value, suction cylinder shaved, mouthpiece loose, adhesive around objective lens peeled, adhesive around light guide lens peeled, distal end cover scratched, connecting tube buckled, and connecting tube scratched. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, for an evis lucera gastrointestinal videoscope having insufficient angle. Upon inspection and testing of the returned device, foreign material was found clogged in the scope nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.